Event description:
It was reported that during a laparoscopic tubal ligation an internal gasket of the trocar fell out of the trocar and into pt. The gasket was retrieved and the trocar was replaced. There was no pt consequence.